Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was difficult to insert into the stabilizer. Significant force was required to insert the sgc into the stabilizer. A mitraclip was advanced within the patient when it was identified that there was resistance with the m knob and it would no longer turn. The clip was removed from the patient and a replacement mitraclip was selected. A mitraclip xtw was successfully placed on the leaflet and deployed. After deployment the clip came off of the anterior leaflet, and tissue damage was identified. Two additional mitraclips were successfully implanted to stabilize the slda clip. The procedure was discontinued, there was significant resistance while removing the sgc from the stabilizer. Troubleshooting was preformed unsuccessfully and the sgc was removed from the stabilizer connected. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) appears to be related to pre-existing patient anatomy (friable leaflet). The reported tissue injury could not be determined. The reported patient effects of tissue injury is known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.